Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was peeling. Additionally, the probe was falling, coating peeling. Scratches on the probe and contact marks on the grasping part, and scratches and contact marks on the grasping part on the probe; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device was returned to olympus for inspection; however, the evaluation has not yet begun. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaint: (B)(4). Thunderbeat 5 mm, 35 cm, front-actuated grip type s, serial/lot (B)(6). (B)(4). Thunderbeat 5 mm, 35 cm, front-actuated grip type s, serial/lot (B)(6).

Event description:
The customer reported to olympus the thunderbeat 5 mm, 35 cm, front-actuated grip type s branch broke off or the teflon was loosened. The reported issue occurred during a therapeutic laparoscopic supracervical (subtotal) hysterectomy (lash) (gynecological lash) procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.